Manufacturer narrative:
Pride provider evaluated unit in the field. Witness marks provide evidence that the bolts became damaged via impact. The bolts were replaced and a cover was added to the bolts for this patients needs. Updated g1 with manufacturer information.

Event description:
Consumer's wife alleges that during the night, in his sleep, the consumer allegedly hit his leg off of a bolt underneath the arm of the chair that caused him to lose a lot of blood.

Event description:
Consumer's wife alleges that during the night, in his sleep, the consumer allegedly hit his leg off of a bolt underneath the arm of the chair that caused him to lose a lot of blood.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.